Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm size is unk. It was reported that there was severe angulation in the aortic neck and moderate calcification in the vessels. It was reported that during deployment of the stent graft the stent graft was moving proximally, the physician was able to pull the sent graft down for correct positioning. After the stent graft deployment the quick release button was engaged, however the runners did not retract. The physician was able to remove the delivery system. There was a slight type I endoleak which was resolved using an angioplasty balloon. No additional sequelae were reported and the pt is fine.